Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2023. Additional information was requested, the following was obtained: it was reported that the strands were found to be fragile. Did the suture fray or did the suture break during suturing? : as per the information the suture strand frayed during the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spindle cell tumor resection procedure from pelvic region in 2023 and suture was used. While suturing when the suture foil was opened, it was found that the suture was coming out of the swage point and the strands were found to be fragile. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/7/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that the strands were found to be fragile. Did the suture fray or did the suture break during suturing? Additional information was requested, the following was obtained: ¿ how long was the delay? As per the information received from the hcp the delay was approx 15-20 mins. ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? As shared there is no complication as such reported due to the delay. ¿ was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain as shared, the operating surgeon used another suture material and for which the delay happened. Surgeon have to again re-suture the incision. ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the information about the product malfunctioning was received from mr. Pradip bhattacharya, executive-supply chain & procurement, manipal hospital-saltlake and mr. Pradip bhattacharya received this product complaint from their consultant gyne-onco surgeon dr. Manas chakrabarty post-surgery. Device return status? We are yet to receive the malfunctioned device or the similar unused device from that same box. (Since in kolkata there was festival holidays so all the concern individuals are on leave. Expecting to receive the same by this weekend. The following information was received: if other, describe --> spindle cell tumor resection from pelvic region., was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> no complication occurred., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, if yes, describe --> surgery got delayed otherwise everything was under control. , is the patient part of a clinical study --> unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.